Event description:
Reporting status: death. Reporting rationale: thrombosis/cardiac arrest resulting in death. Device issue: no device malfunction has been reported. It was reported that the pt presented with an ami and a full clot in the left anterior descending (lad). Aspiration of the clot was done manually and the clot was completely removed. Two promus stents were implanted successfully and the pt was stable. After 10 min, the pt went into cardiac arrest, and when checked, they found full stent thrombosis. Acute stent thrombosis blocked the lad. In trying to save the pt, another company's stent was implanted in the left main; however, the pt died. No additional event or pt info is available. You are receiving this MDR report from abbot vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
The second promus everolimus eluting coronary stent system is being filed under the same MFR#.